Manufacturer narrative:
The returned device was evaluated and the investigation found a kinked cannula and a hole in the exposed portion of the cannula. Fluid path testing showed that insulin was unable to pass out the distal tip of the soft cannula, with some fluid diverting through the hole. Although there was a hole discovered, the timing and cause of the damaged cannula could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached greater than 300 mg/dl after wearing the pod between 24 and 36 hours on the abdomen. The patient was able to activate a new pod and a manual injection with an insulin pen was administered. The patient's bg levels lowered to 120 mg/dl.